Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the top of the syringe module has melted to close to something hot. The device was sent for repair. Per customer, no further information will be provided.